Event description:
The reporter indicated the surgeon implanted a 12.6mm micl 12.6 implantable collamer lens in the patient's right eye (od) on (B)(6) 2012. The lens vault is trace to 50 microns and the lens will be explanted and exchanged for a longer lens. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Event description:
Correction to information - at the post-op exam, the vault was 500 microns and the patient was 20/20.

Manufacturer narrative:
(B)(4) - no known impact or consequence. Size incorrect for patient. Evaluation method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4). Lens not returned.

Manufacturer narrative:
Evaluation:method - medical review.results - medical review - review of this file indicates that the icl exhibited a low or no vault in this patient however no other signs or symptoms were observed. The icl was exchanged with a longer lens which resolved the problem. It has been determined that this complication is related to inaccurate white to white measurement or secondary to a mismatch between white to white and the sulcus diameter. Surgeons are advised to observe the patient for any signs or symptoms of progressive anterior subcapsular cataract formation prior to exchanging this lens. Staar recommends that the lens be explanted once the surgeon determines that this condition may affect outcome of the patient's vision. If no other symptoms are observed, it is recommended to leave the icl implanted. Conclusions - based on the complaint history, work order search and medical review, the root cause of inadequate vaulting has been determined to be related to the inaccuracy of the white to white measurement or a mismatch between white to white and the sulcus to sulcus diameter.(B)(4).

Event description:
Additional information received - the reporter stated the lens was explanted on (B)(6) 2013 due to a low vault of the lens. The lens was removed through the original incision and a longer lens was implanted during the same surgery. There were no complications related to the removal of the lens. At the post-op exam, the vault was 500mm and the patient was 20/20.

Manufacturer narrative:
(B)(4).